Manufacturer narrative:
Concomitant medical products: lnq11, monitor implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, diminished sensing and suspected undersensing were observed on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced twiddler's syndrome and dislodged the atrial lead and the lead was not sensing. The lead was explanted and was not replaced.